Manufacturer narrative:
Reported event of electronics performance indicator was not confirmed. The device was at elective replacement indicator (eri) level upon. Analysis of device image and session records indicated device operated with autocapture and rate responsive features were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly with battery voltage at elective replacement indicator (eri) level. Longevity assessment was performed, and device met the projected longevity and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient was in good health before, during and after the procedure.